Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Fax number unknown / not provided. PMA/510(k) number not available. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the customer inherited a patient with a screw fractured under the cement retained restoration. The doctor is concerned there may still be some food/debris impacted and considering using an end cutting instrument to aid in confirmation the internal aspect is clear. The implant remains implanted and the doctor requested a thread tap to clean the implant's threads.